Event description:
Reporter alleged blood glucose was 168 mg/dl and customer had low symptoms at 12 am, so called the fire department. It was stated the fire department measured customers' glucose to be 33 mg/dl, when testing was performed within 10 minutes from the original result. Reporter stated, the ambulance registered customers' glucose to be 43 mg/dl and customer was taken to the hosp, where he was treated with an IV and their device measured 52 mg/dl . Reporter indicated the test strips used at the time of the alleged incident were expired. A request was made for the return of the suspect device and replacement product was sent.